Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Tamper seal was removed or broken. Visual inspection noted the device to be in used condition, not in its original packaging. Peeling dso seal. Scratched lcd lens. Functional testing confirmed the customer's complaint. The most probable cause is the expulsor; which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it overdelivering and it is dispensing too high. The fault occurred during preventive maintenance, there was no patient involvement and no patient harm/adverse event reported.